Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.

Event description:
Customer reported a cine error during a case in 2008, and called for service that day. The problem occurred with pt on the table and under anesthesia. The system worked after reboot. No pt injury was reported.